Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal device check. Upon interrogation auto switch episodes were noted. Further analysis revealed that the atrial lead exhibited noise. Noise was not reproducible with isometrics. Programming changes were made. The patient will continue to be monitored.